Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call of keypad issues with their insulin pump. The customer states the act button sticks when pressing the button. The patients' blood glucose level was unknown. Customer was advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.